Event description:
It was reported that the customer was treated by paramedics on (B)(6) 2014 after she was found passed out with a blood glucose level of 18 mg/dl. On (B)(6) 2014, the customer stated she accidently programmed a bolus of 10 units and was unable to suspend it. She had a blood glucose level of 69 mg/dl as a result. Standard troubleshooting was performed. The insulin pump's settings were adjusted. The customer wanted a replacement insulin pump. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms. The unit passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/a33, and no delivery tests. The unit was programmed with a 10 unit bolus and suspend mode was activated at 3.6 units. No bolus was delivered after clearing the suspend feature. No delivery anomaly noted. The unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. No unexpected bolus delivery anomaly was noted. The unit had a slightly scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.